Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic nissen, the device was sticking when trying to release needle. The physician went through 4 devices from the same lot and had the same issue. All would not move from one side to the other. As a result, one needle broke during the procedure. The entire broken piece was not able to be retrieved. The small piece of the needle was left in the patient's stomach wall.